Event description:
This event is reportable based on the product analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a taxus express2 3.50x12mm drug eluting stent in the circumflex. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis by the complaint investigation site it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the distal edge of the stent was damage. The struts on the first distal stent row were slightly raised. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met tis material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to the operational context due to the anatomical and/or procedural factors encountered during the produce.